Event description:
It was reported that following a non device related procedure, the patient had increased ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred in approximated nine months ago after a total hip replacement.